Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to oversensing and high out-of-range pace impedance measurements greater than 3,000 ohms. Ra lead fracture was suspected during lead testing with the pacing system analyzer (psa). Noise was observed covering hte min and max viewable on the psa. No sensing or capture was possible, even with lead repositioning and the use of a new psa. Subsequently, this ra lead was removed and a new ra lead was implanted successfully. No adverse patient effects were reported. The attempted ra lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. -- upon receipt at our post market quality assurance laboratory, visual inspection noted a cut in the outer insulation of this lead in the area approximately 23 centimeters (cm) from the terminal pin. An x-ray of the lead revealed the outer conductor coil was severed in this same region. This type of damage is consistent with an induced cut during the attempted implant. The reported high pace impedance measurements, noise with oversensing, failure to capture, and high thresholds are likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to oversensing and high out-of-range pace impedance measurements greater than 3,000 ohms. Ra lead fracture was suspected during lead testing with the pacing system analyzer (psa). Noise was observed covering the min and max viewable on the psa. No sensing or capture was possible, even with lead repositioning and the use of a new psa. Subsequently, this ra lead was removed and a new ra lead was implanted successfully. No adverse patient effects were reported. The attempted ra lead was returned for analysis.